Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. The reported catheter was not retained by the site. Therefore, a physical investigation will not be performed. The event was not related to the study device or study procedure since the ivtm device was not applied and ivtm cooling procedure was not performed in this patient.

Event description:
This event is from hopes trial subject# (B)(4). An attempt was made to place a femoral quattro catheter on the patient in the hopes study. In spite of several attempts, the reporter indicated it was not possible to catheterize the femoral vein because the catheter malfunctioned. It is not known what form of temperature management therapy was used following the event. According to the reporter, the patient was involved in a motorcycle accident and was brought into the trauma center with a glasgow coma scale of 3. The patient's condition progressed to brain death.

Manufacturer narrative:
In a follow-up with the customer, it was corrected and clarified that the issue was with the guidewire and not with the quattro catheter. According to the site, the guidewire split; however, did not detach and therefore, could not be used with the catheter. A secondary guidewire was not available for the quattro catheter, the ivtm cooling procedure was not performed in this patient. A secondary guidewire was not available for the quattro catheter, the ivtm cooling procedure was not performed in this patient.